Event description:
It was reported that the patient presented to the emergency department with palpitations. After interrogation, an urgent alert tone sounded. The right atrial (ra) lead had a suspected fracture evident by sporadically high impedance and reproducible noise. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Five patient alerts forout of tolerance subthreshold lead impedance between (B)(6)-2013. Weekly pace lead trend data shows an increase for max atrial pace bi impedance equal to 475 to 4047 ohms range between (B)(6)-2013. Continuation: d334drg implantable cardioverter defibrillator 2012-(B)(6), 6945-65 implantable tachy lead 1998-(B)(6). (B)(4).